Event description:
It was reported that out of the box, the left front rigging will elevate but it will not come back down on the trsx5 wheel chair. No damage to box, possible concealed freight damage.